Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent additional information requested: how long has the surgeon and account been using the gen11? Did the gen11 display any yellow alert screens during the procedure? Did the surgeon hear the tone changes? Tone 1 is heard when the energy activation button is pressed. Pressing the energy activation button energizes the jaws and begins coagulation of the targeted tissue. Tone 1 is heard as energy is delivered to the grasped tissue. Tone 2 is heard when tissue impedance threshold is reached. This is when the tissue is transected and the tissue collapses during coagulation. The I-blade knife is ready to be fully advanced. Tone 3 is heard when the cycle is complete. After the closing handle is fully closed, the I-blade knife is fully advanced, and the tissue impedance threshold has been reached, the cycle is complete and automatically stops delivery of energy patient specific questions: was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Does the patient has a known coagulation disorder? Has the patient taken any steroids? What was the total blood loss? What was the patient's pre-op hemoglobin and hematocrit? What was the patient's post operative hemoglobin and hematocrit? What is the current patient condition?

Event description:
It was reported that following a laparoscopic subtotal hysterectomy the patient presented one month after surgery with bleeding from the cervix. On investigation, found patient had an aneurysm of uterine artery in the location where the enseal had been used. Required another procedure (radiographic embolisation) under general anaesthesia to rectify problem. Surgeon has queried whether this postoperative complication may be linked to the use of the enseal in some way. Device has been discarded.